Event description:
It was reported by service report that during preventative maintenance it was found power cords power prong is loose and missing ground prong. No pt involvement or adverse consequences are reported.